Manufacturer narrative:
The biomedical engineer reported that the multigas unit stopped reading carbon dioxide values (co2) while monitoring a patient and they did not see any error messages on the devices screen. The bme rebooted the unit but the issue remained. No patient harm was reported. The bme would like an exchange multigas unit sent to them and will return their unit to nihon kohden. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that the multigas unit stopped reading carbon dioxide values (co2) while monitoring a patient and they did not see any error messages on the devices screen. The bme rebooted the unit but the issue remained. No patient harm was reported. The bme would like an exchange multigas unit sent to them and will return their unit to nihon kohden.

Manufacturer narrative:
The biomedical engineer reported that the multigas unit stopped reading carbon dioxide values (co2) while monitoring a patient and they did not see any error messages on the devices screen. The bme rebooted the unit but the issue remained. No patient harm was reported. The bme would like an exchange multigas unit sent to them and will return their unit to nihon kohden. Investigation summary: nihon kohden quality engineer reviewed the customer's complaint history and found that the facility has a history of having "no co2 readings' issues due to improper use of the gf-210ra device. Review of the customer's complaint found that the customer has a history of using non specified components to be used with the gf-210ra. Root cause is likely related to use error. No further investigation is required.

Event description:
The biomedical engineer reported that the multigas unit stopped reading carbon dioxide values (co2) while monitoring a patient and they did not see any error messages on the devices screen. The bme rebooted the unit but the issue remained. No patient harm was reported. The bme would like an exchange multigas unit sent to them and will return their unit to nihon kohden.